Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message occurred. In addition, the customer experienced resistance loading insulin into the cartridge. Reportedly, the customer was able to successfully load a new cartridge onto customer's blood glucose level was approximately 180 mg/dl.